Manufacturer narrative:
The surgical table was removed from service following the reported event. The user facility's biomed department inspected the 4085 surgical table and identified the root cause of the reported event to be that one of the table's floor lock cylinders had a broken foot. This prevented the cylinder from making contact with the floor when the floor locks were engaged subsequently causing the table to unlock and the reported event to occur. The biomed department replaced the floor lock cylinder's foot, tested the function and operation of the table, confirmed it to be operating according to specifications, and returned it to service. Upon receipt of facility medwatch on february 27, 2019, a steris service technician arrived onsite to inspect the surgical table. He tested the unit and confirmed it to be operating according to specifications. The surgical table was returned to service; no repairs were required. The surgical table was installed at the customer's location in 2011 and is approximately 8 years old. The surgical table is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all service and maintenance activities. A review of service records indicates that steris has not performed any service activities on the table subject of the reported event since june of 2015. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table was unlocking. Reference facility medwatch form (B)(4). No injuries were associated with the reported event.